Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements as well as high thresholds. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. The explanted lead will be returned for analysis.

Manufacturer narrative:
Section 72 (6) of the german medical device implementation act (mpdg) contains a requirement for the manufacturer of a medical device to obtain written patient consent before completing product analysis of a patient owned device. Patient consent has not been received; therefore, analysis cannot be performed. If patient consent is received at a later date, device analysis will be performed, and this report will be updated accordingly.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements as well as high thresholds. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this lead was returned. However, the patient declined to sign the consent form as per mpgd section 72 (6) to allow analysis of the returned device.